Event description:
It was reported to philips that the system freezes during the procedure. The device was in clinical use when the issue occurred. No harm to user or patient was reported to philips. Philips has started an investigation of this complaint.